Event description:
The device was returned for a valve 1 failure. Upon turning on the pump it immediately alarms out. The device logs indicate valve 1 failed. During several startup sequences the air compressor is heard to attempt to charge the air tanks but it sounds as if it is blowing into a sealed container, also indicative of a valve failing to open. An internal investigation was performed and no additional damage was identified.

Event description:
The following has been reported: powers on with pump problem / service needed alarm. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.